Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all the drawers kept failing to open and stay closed. A field service engineer investigated half height enhanced drawer 2.2 not locking, opened the back panel, found a piece of paper covering the open/close sensor, removed it, cleaned the sensor, and restored proper drawer function. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer 2 repeatedly failed to open and would not stay closed. The user stated that they had to frequently shut down and restart the machine, as well as physically slam the drawer, in order to get it to remain closed. This issue had been ongoing for several weeks. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.